Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoir passed the occlusion test.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer does not recall blood glucose level. Device also alarmed no delivery and was resolved with a complete set change. Customer's alarm history was checked and it was determined the device alarmed no delivery and not motor error. No further information reported.